Event description:
The pt reported lower blood glucose readings with 1g501a. Teh pt reported that, since opening the bottle of test strips this week, her readings have decreased from the 200 mg/dl range(her typical readings obtained woth test strip the previous week) to the 60 mg/dl range with this bottle. Dessicant is present in the bottle. With the representative, the pt obtained a normal control solution test result of 71 mg/dl versus a normal control solution range of 117-175 mg/dl (solution lot vk214, exp. 11/96. The control solution was opened some time within the last week. The pt shook the control solution before she applied the sample to the test pad. The pt stores the test strips in her bedroom. With the representative, the pt obtained a check strip result of 89 versus a check strip range of 70-96. Also with the representative, the pt obtained a blood glucose result of 75 mg/dl. After obtaining this result, the contact stated that because she has neuropathy, her feet hurt when her blood glucose is higher. She stated that her feet "have been hurting for the past week."